Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached needle or cannula occurred. Product was provided for investigation. The allegation was not confirmed via product. However, it was found that an applicator deployment issue occurred. Customer complaint is undetermined due to missing applicator. We cannot confirm nor deny reported allegation with the return product.

Manufacturer narrative:
(B)(4) .

Event description:
It was reported that a detached needle or cannula occurred. The sensor was inserted into the arm on(B)(6) 2024. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.